Manufacturer narrative:
(B)(4). (B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and presented evidence of a rupture in the main tubing. Underwater pressure leak testing was performed and found a leak in the main tubing. The reported condition was verified and the cause was determined to be operative failure in assembly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a rupture in the main tubing of an empty bag disposable. There was no patient involvement. No additional information is available.